Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 5 x 10.5 mm amplatzer vascular plug 4 was selected for implant in a (B)(6) patient with a long tubular ductus arteriosus that measured 2.1 mm long with pulmonary end measuring 2.4 mm and middle of the duct measuring 3.8 mm. During the procedure, the device was positioned in the duct and an angiogram was performed. Imaging showed significant ductal spasm and one disk of the device hanging out into the main pulmonary artery (pa). The device was recaptured, repositioned, and an angiogram was again performed. Imaging showed the occluder in a good position within the ductus arteriosus and complete occlusion. The device was successfully detached from the delivery cable and the patient was admitted for overnight observation. The following day, on (B)(6) 2021, an electrocardiogram (EKG), x-ray, and echocardiogram were performed. X-ray revealed that the device had embolized into the left pa. The patient was taken back into surgery where the device was successfully snared and removed. Further treatment of the ductus arteriosus was performed using a 6 mm amplatzer vascular plug ii. Upon deployment, the 6 mm device was found to be too small determined by the tug test. The device was removed and replaced with a 8 mm amplatzer vascular plug ii which was positioned in the duct with imaging confirmed good positioning. The device was then detached from the delivery cable and maintained good positioning with no flow through the device. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of off-label use and embolism of the amplatzer vascular plug 4 was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use for the amplatzer vascular plug 4, arten600038222 revision a " the safety and effectiveness of this device for cardiac uses (eg, cardiac septal occlusion, patent ductus arteriosus, paravalvular leak closures) and neurologic uses have not been established." Please note, per the instructions for use for the amplatzer vascular plug 2, arten600038211 revision a " the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."